Manufacturer narrative:
The insulin pump had an intermittent act, up, and down button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm during bolus delivery. Customer stated that the act button did not work anymore. When the customer wanted to deliver a bolus, the units went up until 22. Customer stated the buttons were unresponsive even after a battery change. Customer's blood glucose was 10.3 mmol/l. The buttons were not pressed for longer than 3 minutes. The pump was not dropped or bumped. The insulin pump will be returned for analysis and will be replaced.